Event description:
It was reported that pump experienced malfunction alarm with displayed malfunction code and no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions to reset pump, assisted caller with reset, confirmed malfunction did not recur after reset, advised customer to continue pump use, and instructed customer to call back if malfunction code recurred, which customer acknowledged and understood.